Event description:
It was reported that a spectrum infusion pump turns off without input upon device power up in the delivery room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "turns off without input" was reproduced. A review of the event history log revealed "improper shutdown" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the fluid intrusion and poor cleaning practice. The back flex battery contact pin required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.